Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 9 of the bd precisionglide¿ needle caused coring of the rubber stopper to occur in the medication vial during use. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: possible coring/ rubber stopper of vials when using the 18 gauge 1 1/2 caused debris, was noticed in syringe with injection medication. Employee noticed while using the 18gauge 1 1/2 bd precision glide needle lot #2228425 we reported to management, pharmacy director and director of nursing.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 03-apr-2023. It was reported there was possible coring. To aid in the investigation, fourteen samples connected to syringes were received for evaluation by our quality team. Two of the samples have a different needle hub and a safety protection device instead of the plastic shield; it is not possible to confirm these needles are bd products. With protective equipment, each of the twelve bd samples were visually inspected with a 10x magnification lens. There was no damage, defective grind or hooks observed. The bevels and etch were good. A device history record review was completed for provided material number 305196, lot 2228425. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. H3 other text : see h10.

Event description:
It was reported that 9 of the bd precisionglide¿ needle caused coring of the rubber stopper to occur in the medication vial during use. This complaint was created to capture the 4th of 4 related incidents. The following information was provided by the initial reporter: "possible coring/ rubber stopper of vials when using the 18 gauge 1 1/2 caused debris, was noticed in syringe with injection medication. Employee noticed while using the 18gauge 1 1/2 bd precision glide needle lot #2228425 we reported to management, pharmacy director and director of nursing.